Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing of noise and baseline shifting. The device was checked in clinic with noise able to be reproduced when the patient stood up from the supine position. A second attempt was made to reproduce noise, however was unsuccessful. Device data was sent to rhythmcare for review. Data review determined the device system behavior is consistent with that of a sense b node impairment and recommended system replacement as secondary is not a viable vector option. This electrode was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported, that this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Delivered multiple inappropriate shocks, due to oversensing of noise and baseline shifting. The device was checked in clinic with noise able to be reproduced when the patient stood up from the supine position. A second attempt was made to reproduce noise. However, was unsuccessful. Device data was sent to rhythmcare for review. Data review determined, the device system behavior is consistent with that of a sense b node impairment. And recommended system replacement as secondary is not a viable vector option. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing of noise and baseline shifting. The device was checked in clinic with noise able to be reproduced when the patient stood up from the supine position. A second attempt was made to reproduce noise, however was unsuccessful. Device data was sent to rhythm care for review. Data review determined the device system behavior is consistent with that of a sense b node impairment and recommended system replacement as secondary is not a viable vector option. This electrode was subsequently explanted. No additional adverse patient effects were reported.